Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited low pacing impedance. The lead was not used and was replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead with a stylet inserted inside was returned in one piece for analysis. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.